Event description:
Using v60 30 with many problems: leaking, not delivering any insulin resulting in high blood sugar - as high as 500. Leaking is a big problem. Loading device leaks four cartridge leaks.